Event description:
Dental tech using the machine plugged the unit in and started to note a funny smell and noticed smoke coming from the side of the unit. The piece of equipment was reported to the medical maintenance department where in house technicians impounded the unit and verified the cause to a transducer which seemed to overheat and catch fire.